Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor was no longer powering up. Multiple electrical outlets were tried and the cord connection was checked. A new power cord was sent for the patient to try, which did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, analysis found corrosion and contamination on the printed circuit board assembly. Due to this condition the monitor was unable to power up.